Event description:
It was reported that (2) devices were used during an unknown procedure. It was reported by the affiliate that the mcl20 clips at first would not deliver (feed) and then fell into the patient. The clips were removed by the surgeon. Another instrument was used to complete the case. No further consequence to the patient.